Manufacturer narrative:
Section h1: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcomes that the patient expired on (B)(6) 2020 due to multi-system organ failure secondary to complications of hemorrhagic and septic shock. No further information was provided.

Manufacturer narrative:
Incidental findings: the submitted controller periodic log file captured a low flow hazard alarm on (B)(6)2020. The low flow alarms were appropriate alarms when there is hypotension and bleeding. It may also be related to sepsis. When there is sepsis, there is an inflammatory process, vasodilation and capillary leak which depletes intravascular volume, the pump will sense a reduction of blood flowing through the pump. Manufacturer's investigation conclusion: a specific cause for the reported events and ultimate patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log file contained approximately 2 hours of data from (B)(6)2020. Of note, the log file captured 128 pi events. The actual speed remained at or above the low speed limit of 5300 rpm for the duration of the log file and the device appeared to be functioning as intended. The account communicated that the patient came in for elective abdominal surgery after massive gi bleed and sepsis. The patient was also having episodes of hypotension accompanied by spikes in pi. Additional information indicated that the patient had melena but no diagnostic testing was performed. The patient was ultimately treated with a transfusion, blood pressure support, and intubation/vent support. Additionally, the account communicated that the source of the patient¿s infection was the driveline exit site. There was reportedly drainage from the wound which has resolved. The patient was treated with antibiotics and wound care. It was reported via the patient outcome that the patient ultimately expired on (B)(6)2020 due to multi-system organ failure secondary to complications of hemorrhagic and septic shocks. No additional information was provided. The patient¿s family declined an autopsy and the pump will not be returned. The heartmate 3 lvas IFU lists bleeding, driveline infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elective abdominal surgery. The patient had a massive gastrointestinal bleed and sepsis. It was reported that the patient was admitted on (B)(6) 2020 the gi bleed was not confirmed but the patient had melena. An endoscopy was not performed. There was a drop in hemoglobin to 4.7 and a drop in blood pressure. The patient was started on pressors and required intubation. The patient had transfusions, blood pressure support and ventilation support. The site of the infection for sepsis was the driveline exit site. There was drainage from the wound. Antibiotics and wound care was the treatment. The infection was resolved. No additional information was provided.